Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for the full 7-day prescribed wear period. The patient had active acne at the device application site. The reported skin irritation was a result of exfoliation during skin preparation and not the zio monitor device. The patient has sensitive skin and a known history of reaction to medical adhesive. The device manual's preparing the skin section reads as follows: do not proceed to the next step (shaving and exfoliating) if the skin has the following conditions: an active skin rash, an active ongoing sensation of burning or stinging, a visible skin injury/broken skin, or skin with damage and a discharge of clear fluid or pus. In addition, the device manual provides guidance if a nick or cut should occur, treat the site and only continue once bleeding has stopped. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported skin irritation that occurred during the skin preparation process for the zio monitor device. During skin preparation, the patient shaved and exfoliated over pre-existing acne, resulting in bleeding, redness, and bumps. According to the patient, they treated with over-the-counter neosporin and later presented to a dermatologist in which they were prescribed triamcinolone acetonide. The device was applied a week later without further reported skin irritation.